Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading was 76 mg/dl. She was advised to run a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the infusion set and stated that the cannula was not bent. She ran another 5 unit fixed prime to see if the cannula had been occluded and insulin did exit. Nothing further was reported.